Event description:
Reporter contacted technical solutions to report a pump replacement due to unrelieved pain as well as underinfusion volume discrepancies. The patient had reported an increase in pain for approximately a month leading up to their first volume discrepancy. The expected volume was 9.9ml and the actual aspirated volume was 16.8ml. The office reported that a cap study was conducted and showed a patent catheter. The office removed the patient's ptc and slightly increased their basal dose. The patient's pump was later replaced. At the time of the replacement, another underinfusion was observed with the expected volume being 11.5ml and the actual aspirated volume being 18ml. A dye study was done and resulted in a patent catheter. The new pump was connected to the old catheter.

Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Manufacturer narrative:
If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue found with this pump. Internal complaint number: (B)(4).